Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
The blade shaft broke and the piece was stuck in the cartilage. Surgeon used graspers to remove the broken piece and in doing so, the cartilage was damaged.